Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) values of 40 mg/dl and "high" values with trace ketones (specific bg value was not provided); cause was unknown. Customer consumed sugar to address low bg and changed out the infusion set supplies and administered a manual injection to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.